Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple error messages (sf 82, 188, 218) related to an alarm system fault, a safety assert system fault and a main board error respectively. There was no patient harm or an adverse event reported as a result of this incident.